Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was over 500 mg/dl. The customer did not experience any symptom and treatment such as a result of high blood glucose. Customer states damage on belt clip. Customer reporting an issue associated with infusion set insertion site. Customer declined troubleshooting for high blood glucose. Customer reports that they did not receive medical treatment as a result of the site issue. The insulin pump will not be returned for analysis.